Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the snare was used, the wire was able to extend from the sheath. The snare failed to grasp it was removed however the metal wire and handle with the sheath separated it detached inside the patient. The detached wire was successfully removed with another snare device. The procedure was then completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive¿ one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the snare was used, the wire was able to extend from the sheath. The snare failed to grasp it was removed however the metal wire and handle with the sheath separated it detached inside the patient. The detached wire was successfully removed with another snare device. The procedure was then completed. There were no patient complications reported as a result of this event. Additional information received on july 4, 2018. The complaint device photos showed that the snare loop wire was not broken. The handle that is outside the patient detached.